Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm occurred on the homechoice during use during dwell 1 of 4. A supply bag had disconnected. The hp would start over with new supplies and call his registered nurse about the incident. Baxter product surveillance (bps) contacted the hp on (B)(6) 2011. He stated that he had not tightened the connection between a bag and the lines tightly enough and the bag became disconnected during therapy. He stated that this was caused by user error, and no allegations were made against any of baxter's products. He had told his nurse about the incident, and she had instructed him to always check his connections before initiating therapy from now on. Bps contacted the registered nurse on (B)(6) 2011. She was aware of the alarm and the user error. She stated that the patient has been continuing therapy successfully, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue has been escalated to CAPA.